Event description:
During the clinical engineering initial processing for a new purchase the following deficiencies were found that could have caused future patient injury: 1. Device pressure to tourniquet does not return to zero when the device is turned off or powered down.2. The device is not equipped with an over-pressure relief valve.